Event description:
It was reported that a usb port on a customer's device was damaged. Blood glucose level was recorded as 159 mg/dl, indicating no adverse impact. Customer reverted to alternate method of insulin therapy.